Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a5 a6 b5 b6 b7 e1 h6.

Event description:
Device was discarded.

Manufacturer narrative:
Cont. E.1 phone number: (B)(6). The event of "bia-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast implant-associated anaplastic large cell lymphoma.

Event description:
Healthcare professional reported "breast lump", "biopsy of mass shows bia-alcl", "confirmed as cd30 positive and alk negative" and "breast implant-associated anaplastic large cell lymphoma (bia-alcl)". This record is for the left side. Device has been explanted. Treatment: device removal, en bloc capsulectomy.